Event description:
The facility representative reported "150 insulin set, power went out and then the bag was empty" during patient surgery. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information was available at the time of this report.

Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if any additional information becomes available.

Manufacturer narrative:
The reported condition of condition of over infusion of insulin was not confirmed and could not be duplicated. No settings were retrieved from the pump's memory (all zeros). A review of the pumps alarm log found the following alarm occurred on pump #1: alarm 1, two times and alarm 2, eight times. Pump #2: alarm 1, two times, alarm 2, seven times and alarm 10, one time. Alarm #1: air bubble detected alarm #2: downstream occlusion detected alarm #10: mis-loaded tubing detected assignable cause: the reported condition was not duplicated or confirmed. The pump passed the accuracy tests within specifications.